Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. It was reported that during the implant procedure placement difficulty and dislodgment due to patient anatomy were noted on the right atrial (ra) and right ventricular (rv) lead. After multiple attempts helix retraction could not be confirmed under fluoroscopy. The rv lead was attempted / not used and a new rv lead was successfully placed. The ra lead was attempted / not used. A second right atrial (ra) lead was also attempted / not used due to placement difficulties. A single chamber device was successfully placed and the patient was returned to a transfer bed. The patient appeared to have respiratory difficulties however that was not confirmed. The patient died.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was very sick prior to the procedure, experienced sepsis prior to the procedure and it was reported that there was no concern of product malfunction or allegation of implant procedure and it is believed that the patient passing away is not related to this event